Manufacturer narrative:
Additional information is provided in d.10., g.1., g.2., h.3., h.6. And h.10. The company service representative examined the system and was able to confirm and replicate the reported event indicating an issue with system power. The host central processing unit (cpu) was replaced. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The host central processing unit (cpu) was received for evaluation. The returned sample was installed into a calibrated vision system. The system successfully completed boot up. The system was then cycled through various surgical modes then left to run for one hour and found to exhibit no nonconformities. The sample functioned as intended; therefore, the root cause of the reported event can be attributed to internal wear issues within the system. The root cause of the reported event can be attributed to internal wear issues within the system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the power of the system crashed prior to surgery. The system had been set up successfully. The system was rebooted to perform the scheduled procedure with no harm to the patient. The other 2 scheduled surgeries were cancelled by the staff out of caution.